Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the appendix during a laparoscopic appendectomy, the stapler blocked and did not fire. Another stapler was used to complete the case. There was no patient injury.